Event description:
The patient presented with high pacing impedance. The impedance trend revealed minor fluctuations beginning 15 months prior. The lead was replaced. Additional information received reported the lead had sensing difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. The full lead was returned and analyzed. It was observed during analysis that there was only one set of setscrew marks on the is-1 pin, and it was too proximal. This indicates that the lead was not fully inserted into the device. Other: the patient presented with high pacing impedance. The impedance trend revealed minor fluctuations beginning 15 months prior. The lead was replaced. Additional information received reported the lead had sensing difficulty. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event, impedance, high, sensitivity.